Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it although it can be presumed it remained in tube because the cleaning method provided by olympus does not include removal of resin from the air and water mount unit. The event can be detected/prevented by handling device as per the following instructions for use: "chapter 3 preparation and inspection includes the inspection and detection method for a/w channel clogged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was an air/water supply blockage while using the evis exera iii colonovideoscope. The issue occurred during a diagnostic procedure (colonoscopy), and the procedure was completed with a similar device. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material was found to be stuck in the air/water channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; foreign material was found to be stuck inside the air/water channel. Additionally, the adhesive of the bending section cover had a gap and was cracked, and the connector was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.